Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the tip of the needle has broken off the suture even though the suture was not under pressure at that time. This usually happens after mounting the device to the needle holder. The tip of the broken needle fell into the patient's cavity but was retrieved. A different suture was used to resolve the issue

Manufacturer narrative:
This event has been reassessed and found to be a non-mdv reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.